Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204, exposed wires) has been confirmed. As received, the electrode belt was unable to communicate with a monitor. Upon investigation the trunk cable was cut, damaging wires in the cable. The cause for the service code and electrode belt failure to communicate with a monitor was isolated to a severed green (+3.3v) wire in the trunk cable. The root cause for cut cable and severed wire was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that a patient was receiving a service code 204 and stated that wires in the electrode belt cable were exposed.